Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the leadless implantable pulse generator (ipg) was damaged and the delivery systems deflection button would not work. The leadless implantable pulse generator (ipg) was attempted/not used and replaced. No patient complications have been reported as a result of this event.